Event description:
Boston scientific received information that noise was exhibited on the right ventricular (rv) lead which was causing inappropriate non-sustained ventricular tachycardia episodes to be stored. There were no reported shocks delivered by the device and pacing was not inhibited due to the noise. The physician stated that these might have been caused by the leads rubbing with each other, as the patient has three other leads implanted together with this lead. The physician discussed with the patient that the two of the leads needs to be removed, however the patient is reluctant to undergo surgery and denies the symptoms. It was noted that the noise was becoming more frequent, but the lead diagnostics are normal. The rv lead remains in service and implanted. No adverse patient effects were reported. Additional information was received from the field representative which confirmed that additional surgical procedure was performed to remove the right ventricular (rv) lead due to the noise. The noise was caused by a lead conductor fracture. There were no reported pacing inhibition observed which was caused by the noise. This rv lead was explanted and a non-boston scientific lead was implanted in place. The lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.